Event description:
The customer stated he went to the emergency room for diabetic ketoacidosis and the blood glucose reading was 544 mg/dl. The customer stated he changed the infusion set two days prior to the event. Troubleshooting was performed and the insulin pump passed the required tests. Several no delivery alarms were found in the alarm history. The customer stated he got the alarms prior to the event and he did not change the infusion set to resolve the alarms.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.